Manufacturer narrative:
Films review summary: the exact cause of the type iii endoleak could not be determined from the films provided. The anatomy at implant including the amount of component overlap at implant is unknown, and more recent follow-up films were not available for comparison. Review of CT¿s from 7- ½ years post-implant revealed that the patient had been implanted with a talent aaa stent graft system, which included an aneurx cuff implanted within the right common iliac artery. The aaa maximum diameter measured 11.5 cm. The bifurcate was positioned ~15mm below the lowest left renal artery within the proximal neck which was severely angulated at the flow divider ~75 deg a-p relative to the iliac limbs. The contra limb on the right extended distally into the distal aaa sac, and the aneurx cuff implanted into the rcia appeared to have detached from the contra limb with a resulting type iii junctional endoleak. The two detached components were separated 5 ¿ 10mm and were radially off-set ~15mm. Just distal to the cuff the rcia ranged from 31 ¿ 25mm in diameter. The stent graft were patent and no other device integrity issues were observed. It is possible that disease progression (iliac artery dilation) and aneurysm morphology changes (increased vessel angulation) may have led to the limb detachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Talent and aneurx stent graft systems was implanted in a patient for the endovascular treatment of a 110 mm diameter abdominal aortic aneurysm. During a routine follow up approximately 7.5 years later it was reported that a CT scan highlighted a type iii endoleak. The patient received treatment when the physician placed an endurant ii graft stent to bridge the separated devices. Per the physician, the cause of the event was due to a type iii separation. No additional clinical sequelae were reported, and the patient is fine.